Event description:
It was reported that the extension was implanted after its expiration date.

Manufacturer narrative:
Product ID 3998, lot # va005le, implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).